Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. Customer¿s blood glucose level was 448 mg/dl. Customer reported that the he don't know if has switch everything on this new insulin pump. Customer requests assistance with programming the insulin pump. It was unknown whether the customer using automode. The insulin pump will not be returned for analysis.